Manufacturer narrative:
The customer did not return the device for evaluation. Additionally, no in-house testing could be performed with the in-house samples as the test strips associated with the event were expired. Therefore, a device history record was reviewed for the suspected contour next ez meter with serial # (B)(6), and no manufacturing anomalies were found.

Manufacturer narrative:
UDI related data quality updates only: sections d1 (brand name), d4 (catalog #, lot # and UDI #) and g4 (510k#) have been updated. The contour® next ez meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.

Event description:
The customer called to get assistance with her contour next ez meter. During troubleshooting, it was found that her blood glucose readings were not being stored in the memory of the meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.